Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an electrical connection failure. A test blade was plugged into the monitor and the monitor was powered on; the "no signal" error messaged appeared. The input connector / front window assembly was replaced. The device passed all test. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, there was no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.